Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) "scrupped" through the patient's skin. The cause of the ins erosion was not determined. The hcp looked at the ins pocket and decided to move the ins from the patient's chest to their abdomen. The issue was resolved after moving the ins. The patient was alive with no injury.